Event description:
Manufacturer's local lab reports lancet is protruding from multiclix device cap. No adverse event reported. The device has been returned.

Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date.